Manufacturer narrative:
Additional information: d9, h3, h6, h10. The device was received for evaluation. During functional testing, the reported issue was not reproduced as the pump did not power off on its own. A review of the event history log revealed multiple events of "improper shutdown!" Messages. An "improper shutdown!" Occurs at power up of the device after all power sources to the pump are lost, however the means by which power became disconnected cannot be determined through the history log. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified through the log however no causality was identified and no pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1 initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would turn off when the pump is touched or moved. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.